Event description:
A report was received from the affiliate alleging that a toray dialysis tube (silicon) was damaged during sterilization in the st100s. Per the report, the silicon became stuck to the film of the pouch. There were no injuries to patients or healthcare workers. The catalog/model number for the damaged device is unk. The age of the device and number of cycles for this device is also unk. The cleaning process, rinsing procedure, and cleaning solution used by the facility was not provided by the initial rptr. According to the info provided, there have been no changes to the cleaning process or products used for cleaning the device. The type of sterilization or high level disinfection modalities remains unk. There are photographs for the damaged device, however, to date these have not been submitted to the affiliate by the facility. The initial rptr also indicated that the device can be submitted to asp; however, this device should be sent to its MFR for eval. Additional info received indicates that the damage to this device was first noticed approx six months ago, the exact date is unk. A third party repair report is not available.

Manufacturer narrative:
(B)(4). Damaged device. Additional investigation of this event revealed that the facility contacted the device MFR regarding the damage and sterilization guidelines for this device. However, the MFR did not provide the facility guidance on suitable sterilization methods. The facility did not use the sterrad sterility guide prior to processing the device. The affiliate has no info on whether the pouch mentioned in the complaint is an asp product.